Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('no more since removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("yep I had it too"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adverse event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('no more since removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("yep I had it too"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adverse event. Most recent follow-up information incorporated above includes: on 18-dec-2019: nullification of (B)(4) from bayer safety database due to being duplicate to (B)(4) (the retained case with all information). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.